Event description:
The user stated they reported out an extremely high errant alcohol result of 231 mg per dl. The attending physician called the lab and questioned the result. The user repeated the pt sample on another instrument and got a normal result of 1 mg per dl. The user "corrected the pt report with the normal result". The total delay in the correct pt test results was about one and a half hours. The lab does not know if the errant result changed or delayed the pt treatment or if the pt was harmed in any way. The field service rep determined there was a failure in the cell rinse mechanism. He ran a 15 cup precision to verify the reproducibility of the system. He checked and adjusted the aspiration and dispense of the rinse unit, performed an incubation bath cleaning, performed a photometer check and ran qc with all results within specs.